Event description:
On (B)(6) 2025, it was reported by a sales representative via email that two ar-3740sp double loaded knotless knee fibertak inserter broke prior to full deployment. The case was completed using different anchors. The case was delayed; however, the patient was not affected. This was discovered during a procedure on (B)(6) 2025. Additional information requested on 3/6/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 3/6/2025: this was discovered during an mpfl reconstruction procedure. The anchors were removed along with all broken fragments. The case was completed using an ar-1593-bc secondary fixation with biocomposite swivelock. The case was delayed four minutes without additional anesthesia.